Event description:
Contaminated trays were being transported to central sterile when the table collapsed. The trays equaled 146.24 lbs., the weight limit of the table is 200 lbs. The trays and table fell on scrub tech pushing the table, causing her to fall and to experience pain and bruising to her leg. Manufacturer response for or steeltable, (per site reporter). This table was ordered from pedigo, but (B)(4) manufacturing, inc. Actually made the table. Pedigo is contacting (B)(4) and will let us know of any developments.